Manufacturer narrative:
Evaluation of the returned ruby coil revealed a functional device. During functional testing, the ruby coil was advanced through a demonstration lantern with resistance due to the kinks in the pusher assembly. Based on the returned condition, the kinks in the pusher assembly were likely incidental to the complaint and may have occurred during the packaging for the return. The reported complaint could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a non-penumbra microcatheter. During the procedure, the ruby coil would not advance past the distal portion of the microcatheter. Therefore, the ruby coil was removed. The procedure was completed using additional penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were inadvertently missed on follow up#1 MFR report:3005168196-2021-00575 and are being updated on this follow-up # 02 MFR report:3005168196-2021-00575.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils and a non-penumbra microcatheter. During the procedure, the coil would not advance past the distal portion of the microcatheter. Therefore, the penumbra coil was removed. No additional information was provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.